Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "drainage lumen designed too small". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 3 of the catheters seemed to be defective. Also stated that in 2 of the catheters, the balloon would not stay inflated, and the 3rd catheter seemed to be clogged somehow but nothing was coming out. They had some intermediate catheters so they were still able to void, but these foley catheters were not working like they should.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that 3 of the catheters seemed to be defective. Also stated that in 2 of the catheters, the balloon would not stay inflated, and the 3rd catheter seemed to be clogged somehow but nothing was coming out. They had some intermediate catheters so they were still able to void, but these foley catheters were not working like they should.